Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. The device was discarded after explant. The attending physician did not blame the size of the pump for the infection that occurred, but does agree the pump is bulkier than medtronic's. Physician is unsure what caused the infection, although the patient is immobile and bed-bound. Physician reported that it could have been a combination of factors. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a prometra ii 40 ml pump that was explanted due to infection. Prior to the infection, the pump was previously repositioned prior to the infection because the cap was rubbing and thinning the skin on the abdomen. Patient reported to cs that they feel the pump is bulkier compared to the medtronic 40 ml pump and that the size of the pump contributed to the infection. The attending physician did not blame the size of the pump for the infection.